Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
The vad coordinator reported that the patient was in the shower with the equipment in the shower bag when a low flow alarm sounded; at first the patient didn't hear it. Suddenly the patient fell down. After looking at the equipment, the patient didn't see any pump parameters on the display. His spouse called the hospital to report this and the vad coordinator advised to exchange the controller. However, after a moment the pump parameters reappeared on the screen and the patients did not replace the controller. The vad coordinator thought he heard the driveline disconnect alarm through the phone. The patient came to the hospital. Because the controller had fallen on the floor the vad coordinator decided to exchange the controller. The patient received a medical check-up with no abnormalities to date.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. The pump was not returned for analysis as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "low flow" and "vad stopped" alarms on the date of the reported event. Review of log files revealed a reduced flow output lasting for 1 hour and 15 minutes, suggesting a sustained suction event occurred during the time of the reported event. Analysis of the controller revealed that the controller met specifications; the device passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with "low flow" alarms are most often attributed to clinical factors. The most likely root cause cannot be conclusively determined; a possible root cause can be attributed to suction. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. (B)(4).